Event description:
The facility representative reported to baxter technical service representative a colleague infusion pump with failure code 808:07. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The reported condition of failure code 808:07 was confirmed through the event history but could not be duplicated. The assignable cause could not be determined. The device was returned un-repaired due to estimate refusal by customer. (B)(4).